Event description:
A pt reported experiencing inaccurate high results with a one touch profile meter. The pt's blood gluocose results were 200 mg/dl, 135 mg/dl. Tests were done within 10 mins with a difference of 34%. Pt did not experience any adverse events. No further info has been reported.